Event description:
It was reported that a vascular graft implanted in the pt's upper arm, was punctured for dialysis approximately one month post implant. A couple of weeks later, it was observed that the function of the graft was strongly affected. The graft was then explanted due to occlusion and replaced.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed and the lot met all release criteria. The DHR review showed that all process parameters were within specification. This is the only complaint reported to date for this lot number. The sample has been returned for eval and the investigation is currently underway.